Manufacturer narrative:
A medtronic representative went to the site to test the equipment. It was reported that there was no fault found with the system. The original issue was reported as the imaging system not being able to take a confirmation spin once disconnected from the navigation system. During the system checkout there were not any issues taking spins both with and without the navigation systems. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. A software investigation was initiated; however the issue was not reproducible and therefore there was insufficient information to determine the cause of the event. Continuation of other relevant device(s) are: software 9733686 s7 synergy spine. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported that during a sacroiliac and thoracolumbar procedure the second imaging spin was not navigated. There was no reported impact on patient outcome. There was a 10 minute delay to the procedure.